Manufacturer narrative:
B5. Describe event or problem updated. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported event could not be confirmed. Based on the analysis results, an investigation conclusion code of unintended use error caused or contributed to event was assigned to this investigation as incorrect size of the device may have caused the reported event.

Event description:
It was reported that the patient with this inflatable penile prosthesis experienced sepsis after the original surgery and was having scrotum pain after being scoped. The physician thought that he might have implanted the patient with oversized cylinder. The cylinders were replaced with smaller rear tip extender. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported event could not be confirmed. Based on the analysis results, an investigation conclusion code of unintended use error caused or contributed to event was assigned to this investigation as incorrect size of the device may have caused the reported event.

Event description:
It was reported that the patient with this inflatable penile prosthesis was septic after the original surgery and was having pain after being scoped. The physician thought that he might have implanted the patient with oversized cylinder. The cylinders were replaced with smaller rear tip extender. No further patient complications were reported.